Manufacturer narrative:
(B)(4). Device evaluation: this report could not be confirmed in the lab. The product analysis lab was unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample did not show any leakage during the plant evaluation, and attached easily. The lot number was not known so a batch review was not performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample is available for evaluation, however, evaluation has not yet begun. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
An error had occurred while the transfer set was being disconnected from the twin bag after therapy. The clean flash had stopped moving when the transfer set was almost connected to the disconnect cap, however, the transfer set spike was not connected to the disconnect cap when the cover of the clean flash was opened. The patient went to the hospital to change the transfer set for a new one. There was no patient injury or medical intervention indicated during the initial report. The actual sample is available for evaluation.